Event description:
Voluntary medwatch received states that the lead was capped due to unknown malfunction. No patient consequences was reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5157676.